Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fmga, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported that the device was not helping. It was forcing the patient to use the rest room every 5-10 minutes. Additional information received from the consumer reported a return of symptoms. The patient had to go every half an hour. They didn't feel stimulation but it was stated to be on. Stimulation was increased but they were not feeling it in the correct area. It was then increased from 2.6 volts in program 4 to 3.0 volts and the patient confirmed feeling it. It was felt in his rectum. They were experiencing urinary frequency symptoms. This was also noted to be sudden. It was noted that the patient was in a rehabilitation center and he had prostate surgery due to prostate cancer and had radiation treatments. It was not known if this was related to the event. Strokes prior to implant were also mentioned. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address this event, if it was resolved, and if the prostate cancer was related to the device/therapy.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported that the patient had to use the bathroom last night, (B)(6) 2016, every 2 hours and did not feel the stimulation. The patient programmer (pp) was used to increase the stimulation from 1.9 to 2.3. The patient felt it at 2.3 and would try this setting for a while to see if that would help with symptom control. There was no trauma or fall that could be related to this issue.